Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during a laparoscopic procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. Pmv performed functional testing: the balloon was inflated; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the user tried to use, the air did not enter and the balloon did not inflate. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.